Manufacturer narrative:
A replacement power supply was sent to the customer. An attempt to contact the customer by phone was made, but the individual who answered the phone indicated that "there has never been any chanel at this number." A letter was sent to the address, to which a response has not been received. As of the date of this report, contact with the customer has not been made and the power supply has not been received for testing/analysis. Fire is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for testing/analysis. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(6) 2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that the power supply for her pump "sparked and started on fire." She unplugged it from the wall and extinguished the fire with water. No injuries were reported.